Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient experienced an infusion set bent cannula event on (B)(4) 2026. There was occlusion due to the tortuosity of the cannula as the cannula was bent. No further information available.